Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip was unable to release from the catheter. The physician had to pull the clip off the tissue. Eventually, the clip fell off the catheter and the procedure was completed with another resolution clip. It was reported that there was abnormally high resistance felt before the handle spool reached the end of the stroke. Additionally, it was noticed that the catheter was kinked prior to trying to deploy. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly attached and with evidence of full deployment. The clip assembly was returned in a separate bag. The device was returned without the over-sheath. Additionally, the catheter was not kinked. Microscopic examination was performed, and it was found that both activations were performed. No other problems with the device were noted. The reported event of clip unable to release from catheter was not confirmed. Investigation found that the device was returned without the clip assembly attached but with both activations performed and with evidence of full deployment, indicating that the clip did release at some point. No problems were found that could have reduced the performance of the device during the procedure. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip was unable to release from the catheter. The physician had to pull the clip off the tissue. Eventually, the clip fell off the catheter and the procedure was completed with another resolution clip. It was reported that there was abnormally high resistance felt before the handle spool reached the end of the stroke. Additionally, it was noticed that the catheter was kinked prior to trying to deploy. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.